Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator underwent a his bundle ablation procedure in which a shock impedance measurement of greater than 125 ohms was observed. Technical services discussed it sounded like electromagnetic interference. The device remains in service. No adverse patient effects were reported.